Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that over 3 years post implantation of 3 xience v stents, 2 in the right coronary artery and one in the left anterior descending artery, the patient was hospitalized for progressive debility and dehydration. A percutaneous endoscopic gastrostomy (peg) tube was inserted. On (B)(6) 2012, the patient was discharged. The condition was noted to be continuing. At an unspecified time, the patient was admitted to hospice care and on (B)(6) 2012, the patient died. Per the (B)(4), the cause of death was dementia; however, the physician noted it was unknown if the death was related to the device. No autopsy was performed. There was no additional information provided.